Event description:
Caller reported cgm error and sought assistance. Blood glucose level was not adversely impacted. Customer received guidance from technical support on performing a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without further errors.